Event description:
The customer reported that during a procedure, the luer between the delivery line and extension line leaked. This occurred on three different sets. No pt complications were reported. Two samples were saved and will be returned. Product code 5001102; lot number 27631.p07.